Manufacturer narrative:
(B)(4). The cause of this event was determined to be use error because connecting the patient line extension after priming is a use error that will lead to an incomplete prime, which is a known cause of a system error 2240 alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd (automated peritoneal dialysis) systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide instructs the user to make sure the patient line extension is correctly positioned in the organizer and to verify that the patient line extension is placed in the left slot of the blue organizer. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The customer contacted a baxter technical service representative (tsr) and the tsr checked the therapy log and found system errors (se) 2367 (fail safe shut down) and se 2240 (air in line). The home patient (hp) stated they got the alarms at the start of therapy. The hp uses a patient line extension that he connects just prior to connecting himself. The alarms had caused the hc to start over from the beginning. The tsr explained that the se2240 alarm is an air detect alarm caused by not priming the patient line extension. The tsr explained that the extension must be attached prior to priming and then after the prime the patient line should be inspected to assure there was no air in the line before connecting. The hp understood. The hp would try again tonight and call tsr right away if he had any trouble. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.